Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.. 5 events were reported for this quarter. 5 devices were received for evaluation. 2 events were confirmed during testing; the device was found to be affected by corrosion. 1 event was confirmed during testing; the device was found to be affected by a damaged drivetrain assembly. 1 event was confirmed during testing; the device was found to be affected by a debris in the chuck. 1 event was not confirmed during testing; the device was found to be within specifications. 5 devices were repaired and returned to the account. 3 were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a broken cutting accessory still attached. Four events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.